Manufacturer narrative:
Cat#: 6741406, lot#: 153354. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: a materials analysis performed the cage fractured in fast propagation; this means that fracture was likely caused by a sudden impact. The correspondence indicates that the cage was impacted into the disc space. The instructions for use for the solis cage state that the cage should not be impacted because impaction may lead to breakage of the cage. Manufacturing records were reviewed for the reported lot and no relevant issues were identified. Conclusion: the plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion.

Event description:
It was reported that the solis cage broke during explantation. Customer got replacement and implanted another cage. Cage broke in several parts and that&#38112;why a part number and lot can&#17696;be forwarded.

Event description:
It was reported that the solis cage broke during explantation. Customer got replacement and implanted another cage. Cage broke in several parts and that&#38112;why a part number and lot can't be forwarded.